Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign reporter: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the drill tip fractured during a procedure. The procedure was completed with a different drill. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It is further reported that that no fractured pieces were retained by the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6:component code - mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10.